Event description:
It was reported that the patient was experiencing inadequate pain relief. Patient was also experiencing difficulty charging the device as he cannot hear. The patient underwent implantable pulse generator (ipg) explant procedure. Patient has fully recovered and doing great postoperatively. The explanted device disposed of due to facility policy.